Event description:
It was reported that pump screen displayed vertical lines through the center, leading to screen being unreadable. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer reverted to an alternate method of insulin therapy.